Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during patient planning and before starting a planned patient cardiac surgery procedure, the transducer prompted a usacquisitionhw_40_0 error. There was also no image displayed on the system. The user replaced the transducer to complete the procedure using the same ultrasound system. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
Investigation: the complaint of the z6ms acquisition error was investigated. The transducer was returned, and testing was performed. However, there was no trouble found with the complaint device.